Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the interrogation, it was not possible to view the device status or the estimated battery longevity. Additionally, it was not possible to view information regarding the lead measurements. The device remains in use. No patient complications have been reported as a result of this event.